Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power supply, auxiliary drawer 1-1 controller boards were defective. A field service engineer found system was not powered on replaced power supply, but issue not resolved, then replaced auxiliary drawer 1-1 both controller boards, still all pockets failed, removed row boards and cleaned foil from the drawer, then found one bad pocket in hardware test application, removed pocket the issue was resolved, the drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station didn't have the option to log in. Customer restarted the device several times, but it still failed and confirmed that there was no issue with the network or power. Device went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.